Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that a tampon came apart upon removal and tampon pieces remained inside of her. She stated she manually removed the remaining pieces. Five days later she went to urgent care where they removed a piece of the tampon that was remaining. She was diagnosed with (B)(6) and prescribed antibiotics. Consumer followed up with her gynecologist after seven day antibiotic treatment. Consumer reported the (B)(6) was cleared and she was doing well. No further follow ups are tasked.